Event description:
An olympus representative reported (oh behalf of the customer), that there was a scope error code e117 on the visera 4k uhd camera control unit during power on. The issue occurred during preparation for use, and the laparoscopic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was not confirmed. The device passed all functional tests and all output signals. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the facts obtained in the investigation, the otv-s400 was tested and passed all functional tests. E117 was not duplicated after a full evaluation. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device